Event description:
It was reported that the patient was currently in the hospital and that the pump went dry. The outcome of the patient was not provided. The drug delivered via pump was unknown. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# n195001004, serial#, implanted: 2009 (B)(6), explanted: product type catheter, product ID 8596sc, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter. (B)(4).